Event description:
It was reported that at the end of a greenlight laser vaporization procedure with a moxy fiber, the doctor noted that the "urina was very hot and the bladder was not a normal colour". "At the end of the day the patient was returned to the or for complications". There was an "intervention of the digestive surgeon to repair a traumatized small intestine. The digestive surgeon carried out a stomy of the sigmoid colonist". The patient remained in the hospital. The discharge date was not provided. Reportedly, there was "no issue with the fiber". There was no information reported as to the "complications". No further information was provided.